Manufacturer narrative:
The explanted pacing system was not returned to boston scientific. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator and left ventricular lead were explanted due to infection. The atrial lead was unable to be removed. A surgical procedure may be performed in the near future to remove the atrial lead. No additional adverse patient effects were reported.